Event description:
Customer initially reported two airway tube breaks on 1/23/96. One of the breaks occurred in 11/95 while being used in a pt. The second reported tube breakage occurred during the pre-use "bend test" procedure, which is described in the instruction manual, and no pt contact occurred. The nurse anesthetist stated on 2/6/96, that the mask used in the pt had discolored tubing; a "kink" test was not performed prior to insertion. After inserting mask in pt and connecting to circuit, a gurgling sound was heard and the airway tubing separated from the cuff. The mask was then deflated and, with some difficulty, pried from the pt's throat using her fingers. The nurse anesthetist noticed some blood in the pt's mouth which was the result of scraping the palate. The pt was then suctioned and intubated without difficulty. The pt had no reported complaints and did well.